Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the patient connector damaged. There was no reported patient involvement.

Manufacturer narrative:
The customer called the philips call center and wanted information on how to order a replacement patient connector assembly.